Event description:
It was reported that the threads on the reservoir broke off. The blood glucose reading was 10 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.